Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Section g3 was corrected to reflect the bad when new information was received.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegation related to a CPAP device's sound abatement foam became degraded and caused cancer. The patient did not report to receive medical intervention. The above reported event is assessed as possibly related to the device in this case. Hence, the device may have cause or contribute to the alleged serious injury. After the first attempt to have the device and components returned for evaluation, customer refused to give the information and cut the call. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Additional information was received related to the device: section d1 was updated with the devices brand name. Section d4 was updated with the model #, sn# and UDI #. Section g4 was updated with the device's 510k number. Section h4 was updated with the device's manufacture date.